Event description:
As stated by the customer (B)(6) 2012: replacement of broken parts on maxilift. Replaced spiral pin, guide pieces and side stripe on right side. Tested lift, lift is working properly.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd. As of 06/15/2010, that number was de-activated due to the site on longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted. Add'l info will be provided upon conclusion of the MFR's investigation.